Event description:
It was reported that patient was revised on a right hip due to fractured ceramic head.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that patient was revised on a right hip due to fractured ceramic head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.